Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 patient codes and impact codes. This report contains additional information in section e1 initial reporter first name and initial reporter last name.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) device exhibited a code 1005, indicating an open circuit condition. The device exhibited inappropriate shock, and the patient was seen in the emergency room. The right ventricular (rv) lead shock impedance measurements were noted high out of range, measuring at 128 ohms. Technical services (ts) reviewed the latitude data and stated that the patient had a fc1005 during an inappropriate treatment and was seen at the hospital. Ts recommended troubleshooting options and to have the lead replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced however the lead could not be extracted because they caused a pericardial effusion in the patient when trying to extract it with the mechanical extraction tools. The lead extraction was stopped due to cardiac tamponade, which could be solved with pericardiocentesis. No additional patient adverse effects were reported. This device is not expected to return for analysis as it was discarded by the hospital.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) device exhibited a code 1005, indicating an open circuit condition. The device exhibited inappropriate shock, and the patient was seen in the emergency room. The right ventricular (rv) lead shock impedance measurements were noted high out of range, measuring at 128 ohms. Technical services (ts) reviewed the latitude data and stated that the patient had a fc1005 during an inappropriate treatment and was seen at the hospital. Ts recommended troubleshooting options and to have the lead replaced soon. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter first name and initial reporter last name.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) device exhibited a code 1005, indicating an open circuit condition. The device exhibited inappropriate shock, and the patient was seen in the emergency room. The right ventricular (rv) lead shock impedance measurements were noted high out of range, measuring at 128 ohms. Technical services (ts) reviewed the latitude data and stated that the patient had a fc1005 during an inappropriate treatment and was seen at the hospital. Ts recommended troubleshooting options and to have the lead replaced soon. This device currently remains in service. No adverse patient effects were reported.